Event description:
Post deployment the 23mm xt valve was too aortic with moderate-severe paravalvular leak (pvl) and a 2nd valve was implanted. The aortic annulus area measured 331 mm2 with moderate valve and leaflet calcification. The xt valve was positioned 60:40 aortic/ventricular (a/v). During deployment the physician tried to re-adjust the position, but the balloon inflation was fast and the valve rode up and was implanted in a 95:5 a/v position with moderate-severe pvl. The valve was being held by the leaflets and was very stable. A coronary angiogram was done and it was observed that the valve was not obstructing the coronary arteries. A 2nd 23mm sapien xt valve was implanted as planned, in an 80:20 a/v position to catch the 1st valve leaflets. The patient remained stable throughout the procedure. It was felt that the event was caused by the fast deployment with malposition. The physician was unable to properly adjust the valve during deployment.

Manufacturer narrative:
Per the instructions for use, device malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, and movement of the delivery system by the operator. Deployment of the sapien xt valve too aortic has the potential to contribute to suboptimal coaptation of the sapien xt valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien xt thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, the cause of the reported too-aortic position (95:5 a/v) of the sapien xt valve with subsequent pvl cannot be confirmed. However, it is likely that the fast inflation and movement of the delivery system by the operator during deployment may have caused or contributed to the event. There was no allegation or indication of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.